Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy (medication, dose, programmed amount and delivery rate unknown). It was reported that the user hung antibiotics with primary tubing (no normal saline flush bag), and still had to add a few ml's to the volume to be infused to get the device to complete. It was reported that adding 200ml to her 500ml to the volume to be infused would make a large difference to a patient on a fluid restriction. There was no patient injury or medical intervention associated with this event. No additional information is available.